Event description:
It was reported that the cuff and pump components of this artificial urinary sphincter (aus) were returned to boston scientific with a form indicating the device was removed due to erosion. There were no further patient complications reported. No additional information is available at this time.

Manufacturer narrative:
Product investigation: the complaint components were returned and analyzed, and the reported allegation of erosion was not confirmed via product analysis. The ams 800 device was visually inspected and functionally tested. No leak was found. The balloon was not functionally tested due to unknown original pressure specification. The occlusive cuff was visually inspected and functionally tested. No leak was found; it performed within specifications. The pump also performed within specifications. The allegation was not confirmed, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the cuff and pump components of this artificial urinary sphincter (aus) were returned to boston scientific with a form indicating the device was removed due to erosion. There were no further patient complications reported. Despite efforts, no further information could be obtained.